Event description:
Subsequent to the initial medwatch submission the following information was received: the hospice nurse reported that an autopsy was not performed on the patient. As reported in the initial medwatch, the patient had a diagnosis of malignant melanoma and their death was reportedly, "imminent."

Event description:
The customer contact reported the display indicated 11mg of dilaudid was delivered rather than the expected 8mg. On an unspecified date the pump was programmed for pain management therapy, continuous + bolus mode to deliver an unspecified concentration of dilaudid, at a continuous rate of 5mg/hr, a 1mg bolus dose and a 10-minute patient lockout. The nurse reported that the patient had received two doses of dilaudid 4mg orally at unspecified times "earlier in the day" and the patient was "moaning". The pump parameters were to be increased to deliver at a continuous rate of 8mg/hr, a 2mg bolus dose and a "clinician activated 8mg bolus dose". The customer was receiving instructions via phone for programming the "clinician activated 8 mg bolus dose" when she noted that the display indicated 11mg was delivered. The amount of dilaudid delivered prior to programming the additional "clinician activated bolus dose" was not specified. The nurse was instructed to stop the bolus delivery. Reportedly, the nurse intended to continue to program the pump's continuous rate; however, the patient expired. The customer contact reported that the patient was a hospice patient and their death was "imminent" and did not feel that the patient expired as a result of the dilaudid.